Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that revision surgery was performed due to infection. Patient was originally admitted by a general surgeon with diagnosis of groin abscess.

Manufacturer narrative:
Corrected manufacturing site.